Event description:
Pt called nursing station with c/o nausea. When nurse arrived at bedside she discovered tpn bag #1 running via pump at 833cc/hr. Unsure whether programmed incorrectly or if pt had manipulated pump himself. Vital signs stable, electrocardiogram, normal sinus rhythm, 660, and electrolytes state within normal limits examined and followed up by dr. No adverse reaction to pt, up ambulating pt had been observed pushing buttons on imed and was instructed not to do this. Bio med personnel will do quality checks and testing of pump. A report will be forthcoming.